Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder arthroscopy surgery the device produced metal chips inside the patient. No fragments remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual evaluation showed circumferential grooves at different locations along the shaft , consistent with sites of metal debris production. Critical dimension on the od shaft was measured and it was found to be in within specifications. The cause of this event is undetermined; however, a most likely cause is the prying and/or leveraging the device during use, resulting in the interference between the device and other instruments .